Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 12/10/2020. The returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that during the procedure, the 2.00mm x 4.00cm galaxy g3 mini coil (glm920040 / 30393179) was the finishing coil. It was reported that the coil could not be advanced nor retrieved by the physician. As a result, the physician removed the coil and the concomitant microcatheter at the same time. After inspection post removal, the coil was observed to be in stretched condition. The physician used another 2.00mm x 4.00cm galaxy g3 mini coil to complete the procedure. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 2.00mm x 4.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The marker band was found at 39cm from the hub; this is within specification. The device was observed to be in good condition without any damage. Microscopic inspection was performed. The embolic coil was observed mechanically detached, partially protruding from the introducer and in stretched condition. A review of manufacturing documentation associated with this lot: (30393179) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that the 2.00mm x 4.00cm galaxy g3 mini coil could not be advanced nor retrieved during the procedure, when it was removed, it was stretched. The issue related to the coil advancement and retrieval was not tested as the embolic coil was already detached and observed protruding from the introducer. These observations of the returned device likely contributed to the reported issue with the coil being impeded in the microcatheter. The stretched condition was confirmed. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. With the limited information related to the procedure and the reported device issue, the cause cannot be conclusively determined, however, it is possible that when the coil became impeded in the concomitant microcatheter and the coil could not be advanced nor retrieved, force may have been exerted on the coil causing it to become detached and stretched. . Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2.00mm x 4.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil already detached, protruding from the introducer and in stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Procode is krd/hcg. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30393179) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 2.00mm x 4.00cm galaxy g3 mini coil (glm920040 / 30393179) was the finishing coil. It was reported that the coil could not be advanced nor retrieved by the physician. As a result, the physician removed the coil and the concomitant microcatheter at the same time. After inspection post removal, the coil was observed to be in stretched condition. The physician used another 2.00mm x 4.00cm galaxy g3 mini coil to complete the procedure. There was no report of any patient adverse event or complication.